Manufacturer narrative:
Add: b2 - outcomes attributed to adverse(check all that apply).

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was reposition to right abdominal to address the issue.